Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the super arrow-flex (saf) sheath was inserted into the patient's left femoral artery. Upon insertion under fluoroscopy the iab became stuck in the saf sheath. The proximal end of the membrane would not exit the distal end of the saf sheath and as a result, the md removed the iab and saf sheath as one unit. The md made a request for another iab and at this time, the md inserted the teflon sheath with sidearm over the same spring wire guide (swg) into the left femoral artery. The iab was inserted successfully through the teflon sheath. It was reported that the following complication occurred; the pt developed a local hematoma at the insertion site, which was controlled. An 11 fr sheath was used to establish hemostasis post iab therapy. It was reported that there was a delay in therapy. It was reported that there was a delay in therapy of approximately 5 minutes while exchanging the sheaths and the iab.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.